Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage. Patient was seen on (B)(6) 2024 in rehabilitation medicine for a prolapsed lumbar disc. Nurse gave the patient fluids at 13:50 and found a leak at the location of the indwelling needle interface which caused the patient to be re-punctured. Replacement of the indwelling needle and re-puncturing was done. Report to the nurse manager and the supplies department.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review lot#3325172. 1-the products of this batch were assembled at intima ii auto line 4 in (B)(6)2023, and packaged at cfs package line in (B)(6)2023. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.